Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach infusion set, with glucose measured at 324 after announcing dinner; the user changed the infusion site per guidance and glucose declined to 205 and trending down, and no device component implicated was identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the device problem and involved component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.